Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a reduction in the intrinsic amplitude and myopotential noise. The patent was sweeping the floor at the time of the shock. The sensing vector was currently programmed to the primary sensing vector at the time of the shock. Technical services discussed some testing to do for myopotential or electromagnetic noise. Office testing was able to recreate the noise. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.